Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and three (3) batteries (B)(6) were not returned for evaluation. No performance allegations were made against (B)(6). A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2024. Additional decreases in power consumption and estimated flows were logged on (B)(6) 2024, which coincided with changes in pump rotational speed. 654 low flow alarms were logged since on (B)(6) 2024. As a result, the reported event was confirmed. Based on the limited available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow/power event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted to hospital. The vad was exhibiting continuous low flow alarms. Computerized tomography (CT) was done which showed no outflow or inflow graft obstruction. A right heart catheterization was performed with results showing a cardiac index of 2l/min/m2 ( normal range between 2.5 and 4l/min/m2), a slightly elevated wedge pressure of 17 (normal 4-12 mm hg) and low right pressure. The patient was started on inotropic therapy which resolved the low flow alarms. During log file data review there were two drops in flow and power which coincided with speed changes, the power was within normal limits. The vad remains in use. No further patient complications have been reported as a result of this event.